Event description:
Philips received a complaint from customer reporting a dim display on the v60 ventilator. The device was in clinical use. There was no report of harm to patient. The impact to the user was the device was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The rse advised the bme the correction per the v60 service manual, was user interface (ui) assembly replacement. The rse informed the bme of the part details for future order, however, no orders for this specific part were being accepted currently. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The customer has been informed of the necessary details for the material request and the expected date of availability. The material advised, ui assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted.